Event description:
Inspire is doing a follow up report to include information collected after the initial report. The device was revised on 16 may 2019. Subsequent to revision, the doctor determined that the issue was not related to inspire.

Event description:
Patient experienced unintended stimulation on the rigyt side of their neck and thorax.